Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a malfunction with fluid inside channel a. This condition had the potential to interrupt delivery. The event was reported to have occurred before use. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of fluid inside channel a was confirmed during product evaluation. The root cause was assigned to a defective pump head module. The pump head module on channel a was replaced in order to correct this condition. This is involving a pump with software version 5.09.92 which is categorized as a colleague p1.5. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.